Event description:
The customer reported that the unit fails to power up via ac or dc power. Multiple batteries were tried with no resolution.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.